Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced syncope and presented to the hospital. Device interrogation revealed that the right ventricular lead exhibited loss of capture and high pacing impedance. During lead revision, clavicular crush was noted on the lead. The lead was capped and replaced on (B)(6) 2016. The patient's condition was stable post procedure.